Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿pcf-h170l/I series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿pcf-h170l/I series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had angle play. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was no delay in the start of pre-cleaning, and the customer flushed the air / water nozzle with water and air. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube coating was peeling, the connecting tube had buckling, the adhesives around the light guide lens had a white-clouded area, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesive around the objective lens had a white-clouded area, the connecting tube had a wrinkle, the adhesive around the objective lens was peeled, the air / water cylinder had discoloration, the video connector had discoloration, the video connector was deformed, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a white-clouded area / crack / chip, the objective lens had a crack, and there was a streak of flare in the image due to the adhesive peeling around the objective lens. The following had a scratch: the connecting tube, plastic distal end cover, protector of the video cable section, and switch 1. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.